Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for a slow ventricular tachycardia (vt) event and then did not properly redetect the vt due to rate smoothing being programmed on. The vt spontaneously converted.